Manufacturer narrative:
Angiogram analysis dated july 13, 2022 indicates as follows: the angiogram of the procedure was reviewed by two experts: dr. (B)(6), medinol's medical affairs interventional cardiologist, and dr. (B)(6), ceo. Following is their combined analysis of the case: the sequence starts with an echo that shows a space occupying lesion (sol) in the pericardial space, which could represent a clot. It is surrounded by echo-lucent material which could represent blood. The patient has an sol in the visible part of its liver, suggesting other options for the findings in the pericardial space. However, the echo appears to be time-stamped after the angio. Assuming that the time is set correctly, we cannot necessarily conclude that the findings in the pericardium precede the stenting procedure. The angiogram continues with a few images of a saphenous vein graft (svg) leading to the pda that has a significant stenosis close to the anastomosis. There is blocked svg possibly leading to a marginal branch. There is a patent svg leading to the diagonal branch. Pci of the svg to the pda is commenced with inflations of balloons. A long stent is inflated normally. And after that there is "blushing" (presence of contrast outside of the blood vessel), evidence of a perforation of the svg. A second stent is inflated inside the previous stent and seals the perforation. The end result shows good flow in the svg leading to the pda. There was a perforation during the procedure, quite possibly during implantation of the stent, but there is no way of knowing what caused the perforation. Even if the stent or the delivery system caused the perforation, there is no evidence that either malfunctioned in any way and there is certainly no evidence that a malfunction caused the perforation. Pci of svgs is clearly a high-risk procedure that carries a higher rate of complications, worse outcomes, and higher mortality than pci of native coronary arteries (brilakis et al., jacc: cardiovascular interventions, 2016, 9, 884-893). Device history record (DHR) review conducted on july 25, 2022 have indicated the device was supplied meeting its specifications. Instruction for use (IFU) review dated july 28, 2022 indicates as follows: elunir perl stent was implanted in a venous bypass (svg). Elunir-perl is not indicated for use in coronary bypass grafts. Section 2 of the IFU states: "the elunir-perl¿ ridaforolimus eluting coronary stent system is indicated for improving coronary luminal diameter in patients with symptomatic heart disease in native coronary arteries." Overall investigation final report, dated aug 2, 2022 conclusion are as follows: the review of the DHR (device history record) of lot # elmil0015a indicates that the product was supplied meeting specifications. According to the angiogram analysis report, there is no way of knowing what caused the perforation. Even if the elunir-perl stent or delivery system caused the perforation, there is no evidence that it was due to a malfunction. It is known that pci of svgs has a higher rate of complications than pci of native coronary arteries. Elunir-perl stent is not indicated for use in coronary bypass grafts. The event of this complaint is addressed in the elunir-perl dfmea report, and the risk remains low. No new risks were identified. There was no injury to the patient.

Event description:
Initial event description, received on july 6, 2022 indicated a perforation in the artery after elunir perl implantation during a procedure in a 90-year-old patient after bypass surgery, with stenosis in venous bypass to pda. A sion 140cm guidewire was introduced and pre-dilatation by a mavrick balloon was performed. Elunir perl stent size 3.5x24mm was implanted in the venous bypass (12 atm). During the injection, that followed immediately afterwards, extravasation of the contrast agent was noticed in the implantation area. Two covered stents were implanted to cover the perforation area. There was no injury and no damage was done to the patient, the artery remained open and the patient was stable." Following medinol inquiry additional information was received on july 11, 2022: lot# and cat# were confirmed. It is unknown when, or how long before the stent implantation was the bypass surgery performed. Covered stents used to cover the perforation area were graft papyrus types sizes: 4x20mm, 3x15mm. Delivery of the angiogram cd was confirmed.